Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and had stripped threads. The returned battery cap was unable to fully tighten on to the pump. The battery cap had damage threads. The cap contact height measured out of specifications. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump casing was cracked in the upper right corner of the display.